Event description:
Information notes that the patient was seen for an office visit after a transtelephonic (ttm) check showed a rate change indicating rrt. A ttm check one month previous did not indicate rrt. The patient complained of not feeling well. The measured rate was 54.3 ppm (programmed to 60 ppm) battery data was 2.22v, 21 kohms. The device was in vvi mode at 70 ppm. Attempts to reprogram the mode resulted in asynchronous pacing and interrogations were not successful.